Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The inner proximal setup joint (suj) was analyzed and the unit failed in the field with an error 319 observed. During testing, the proximal failure at node test, a golden axes controller (setup) board (acu) was installed, the unit passed the node test. Another failure occurred during the fiber power test, and the golden fiber was installed, the unit then passed all the tests. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal setup joint (suj) in accordance with isi procedures. System passed all tests and system verifications. The system was tested and verified as ready for use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted thymectomy surgical procedure, site had to disable arm 2 due to non-recoverable error 319. Prior to calling in, site tried multiple system power cycles with no resolve. Technical support engineer (tse) viewed system logs and confirmed the 319 error on arm 2. The procedure was completed as planned with no reported injury.